Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The device had no physical damage and all labels were intact. As a result of checking the event history log, it was confirmed that there was a record of the high pressure alarm that occurred continuously after pump power on or during operation between (B)(6) 2022 and (B)(6) 2022. During the functional testing, the reported issue could not be duplicated. The downstream sensor was within specification. Preventatively, the downstream sensor was replaced and the upstream sensor was recalibrated. The product is beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified a similar event in june of 2022. However, the customer issue was not duplicated that time either.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a high pressure alarm frequently went off. There was no patient injury reported.